Event description:
It was reported that a patient underwent a cholecystectomy procedure on (B)(6) 2006 and suture was used. Three to four days following the procedure one of the stitches broke. The patient was brought back to the hospital to be resutured.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-02076. The same device is represented in each medwatch as it was involved in two events.